Event description:
On (B)(4) 2012, the reporter contacted animas alleging that the keypad buttons have been intermittently unresponsive for 'weeks,' and noted that the patient has experienced elevated blood glucose (bg) up to 30mmol/l due to the keypad button issues. The reporter stated she thinks the elevated bgs have occurred because the patient is making mistakes when trying to bolus due to the button responsiveness issues. The reporter was advised to have the patient come off the pump and go on a back-up plan if the pump was unsafe to use. The patient reportedly continued insulin pump therapy, and the reporter called back on (B)(4) 2012, alleging that the patient was experiencing bg of 27mmol/l with vomiting. The reporter was advised to take the patient off the pump and go on a back-up plan. The reporter called animas back again on (B)(4) 2012, stating the patient was taken to the hospital with a bg of 30mmol/l and vomiting, and that he was still on the pump at the time he was taken to the hospital. The patient was reportedly given a correction injection prior to going to the hospital, and was treated in the ER with IV fluids and was released after several hours. The patient reportedly received a replacement pump while in the hospital, and bgs have been normal. This complaint is being reported due because the alleged keypad malfunction remained unresolved, and due to the allegation that the keypad button issue led to an adverse event. Use error was a cause or contributor in the alleged hyperglycemic incident as the patient was aware of an issue with the pump and continued to use the pump.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The bolus history indicated that all boluses were delivered correctly. There is no damage or peeling observed on the keypad. All keypad buttons were found to be intermittently unresponsive. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defect was found during testing. The keypad cover was removed and evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted 9/17/2102: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.